Event description:
A customer reported that notification alarms were too quiet, even when set on the highest volume. There was no adverse impact to the customer¿s blood glucose level. Since the customer requested no follow-up, no additional actions were taken, and cts closed the case without obtaining more information.